Event description:
The patient "never" had relief from his pain; and was experiencing increased baseline pain. It was further noted that one year after the pump was implanted, the pump pocket was revised. It was indicated that per a discussion with a health care provider, the catheter was in the wrong place. A catheter revision was noted as never, being done. The reporter indicated that the patient would like the pump explanted, "but she states patient cannot lower pump further due to a return of spasticity symptoms"; the patient was getting "some" therapeutic effect. Drug delivered via the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).